Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the implantable cardiac monitor (icm) detected small r-waves. When the device was removed and re-implanted, it continued to detect small r-waves and was also oversensing noise. The device remains in use. No patient complications have been reported as a result of this event.